Manufacturer narrative:
The recipient was treated with ceftriaxone and clindamycin from (B)(6) 2016.

Event description:
The recipient reportedly experienced a skin flap infection with swelling, purulent fluid, and drainage; and internal magnet extrusion. The recipient was treated with ceftriaxone and clindamycin from (B)(6) 2016 to (B)(6) 2017. The recipient was treated with cefixime from (B)(6) 2016 to (B)(6) 2017. The recipient was also treated with local antiseptics. The recipient was recommended six weeks non-use of the device. The recipient was hospitalized for five days. The recipient's device was explanted. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, the implant magnet was received with what appears to be an external head piece magnet completely rusted. This is believed to have occurred while the device was implanted. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.